Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted, upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using pod5 coils. During the procedure, while advancing a pod5 coil through another manufacturer's microcatheter, the coil became jammed and was unable to advance completely through the microcatheter. The pod5 coil was removed and the procedure was completed using new pod coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock on the proximal end of the pod5 pusher assembly was intact. The pusher assembly was kinked in multiple locations along its length. The pod5 pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock . The introducer sheath was kinked in multiple locations. Conclusions: evaluation of the returned device revealed that the pod5 pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the pod5 mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the pod5. Further evaluation revealed that the introducer sheath and the pusher assembly of the pod5 were kinked in multiple locations. This damage was likely incidental, and may have occurred due to improper handling during packaging for return transit. Penumbra coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.